Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a Fresenius Field Service Technician (FST). To resolve the reported issue, the FST replaced the heater rod. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the Fresenius FST identified thermal damage on the heater rod. Therefore, the complaint event was confirmed.

Event description:
A USER FACILITY REPORTED THAT THE MACHINE WOULD NOT COMPLETE HEAT DISINFECTION. THE HEATER ROD WAS REPLACED AS THE HEATER ROD WAS DISCOLORED. UPON FOLLOW UP, IT WAS REPORTED THAT THERE WAS THERMAL DAMAGE ON THE HEATER ROD. THE HEATER ROD WAS REPLACED AND THE MACHINE WAS ABLE TO GO THROUGH HEAT DISINFECTION. THERE WAS NO PATIENT INVOLVEMENT AS THE REPORTED ISSUE WAS NOTED DURING HEAT DISINFECTION. THE HEATER ROD WAS DISCARDED.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A user facility reported that the machine would not complete heat disinfection. The heater rod was replaced as the heater rod was discolored. Upon follow up, it was reported that there was thermal damage on the heater rod. The heater rod was replaced and the machine was able to go through heat disinfection. There was no patient involvement as the reported issue was noted during heat disinfection. The heater rod was discarded.